Event description:
The ash split catheter was placed in the pt in the interventional radiology dept. The catheter kinked in the pt. The physician attempted to readjust the catheter, but it never functioned. The catheter was removed and replaced.